Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the machine could not be calibrated to zero and there was no display. There was no patient involvement and no patient harm/adverse event reported. There were three quantities affected.